Manufacturer narrative:
H3. Investigation summary: complaint reports false positive results associated with viper lt (catalog number 442839) serial number (B)(6). Complaint alleges false positive results and log files were sent to service for review. Customer reported the instrument is operating normally. Root cause not determined, and this complaint is not a confirmed failure of the instrument, this is a request for the log files and no instrument issue reported. Review of device history record for instrument serial number, (B)(6) is not required because this complaint does not allege an early life failure or failure at installation and has changed configuration since release from manufacturing due to service repairs/pms. Device was installed on 04/24/2023. Service history review was performed for the instrument (B)(6), and no additional work orders were observed for the complaint failure mode reported. Review of risk management files confirms there are no new or modified risks associated with this failure mode.

Event description:
It was reported that while using bd viper¿ lt system false positive results occurred. The following information was provided by the initial reporter: false positive results.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd viper¿ lt system false positive results occurred. The following information was provided by the initial reporter: false positive results.